Event description:
It was reported after using dissecting hook blade for tonsillectomy, surgeon had a post-op bleeding. The surgeon touched up "bleeders" in surgery with bovie, seven to ten days post-op.